Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that their pump was having an intermittent power issue. The reporter stated that the battery compartment was cracked and moisture was present behind the display. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: there were unexplained pump reboot events observed in the battery compartment. The battery compartment was cracked above the bumper pad. Moisture was observed behind the display lens. The pump was able to complete a 24 hour duration test with no issues observed. The pump failed a leak test due to the battery compartment cracks. Moisture was found on the internal components of the pump. Unrelated to these issues, the display screen was dim and discolored.